Manufacturer narrative:
This is a resorb-able product; therefore, permanent impairment is not expected to occur from remaining implanted in the patient. Review of the device history records show that the lot was released with no recorded anomaly or deviation. The possible adverse effects in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product was implanted into the patient and therefore will not be returned for an evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report five (5) of eleven (11) for the same event. Reports 1-4 and 6-11 are reported on MFR #0001032347-2016-00195 through 0001032347-2016-00198 and 0001032347-2016-00200 through 0001032347-2016-00205.

Event description:
It was reported that "about after one year from initial operation," a patient's frontozygomatic suture site became pus-filled. The surgeon squeezed the pus out. There was no revision surgery and no antibiotic administered. The hospital reported the patient outcome was good. It was also reported that, "the surgeon commented that this issue has occurred one year later from initial surgery, so it is difficult to consider this symptom falls under an infection."